Event description:
It was reported that during a sensight implant procedure the surgeon noticed when the stylet was removed the tie they placed around the lead on entry to the head recoiled/moved approximately 1mm. It happened on both sides, but the leads were confirmed to be left implanted. At the point the lead entered the head they tied a suture tie. The other end of the lead had a depth stop for depth. They then removed the stylet at that point and noticed the recoil. The physician used a metal 'dog bone' plate to secure the lead. The rep noted that it appeared to be placed further away from the burr hole than other surgeons that were observed. They also used a twist drill so the burr hole was small, maybe around 1cm from the burr hole. It was not known if the depth stop was loosened before removing the stylet. The patient's blood pressure was 190/85. It was noted that cerebrospinal fluid (csf) squirted out of the head, but they didn't know if it was because the burr hole was small, intracranial pressure high, etc. Additional information was received: it was reported that the event happened on (B)(6) 2022. The leads were said to be advanced to the original tie line and retested. It was unknown if there was any malfunction that led to the recoiling/moving of the leads and the cause was unknown. There would be no additional actions/interventions taken to resolve the issue but the event was not resolved. The csf leak however was resolved. Additional information was received: it was reported that the patient was having beneficial therapy. Following the recoil the leads were tested again and were fine. What the rep meant by saying the issue wasn't resolved was that the cause for the leads recoiling was unknown.

Manufacturer narrative:
Concomitant medical products: product ID: b3301533, lot#: va2d5l5v01, implanted: (B)(6) 2022, product type: lead .product ID: b3301533, lot# :va2d5kxv02, implanted: (B)(6) 2022, product type: lead. Other relevant device(s) are: product ID: b3301533, serial/lot #: (B)(4), product ID: b3301533, serial/lot #: (B)(4), ubd: 29-mar-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.